Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had o ring came out of reservoir compartment. Customer's blood glucose level was 178 mg/dl. The customer assisted with troubleshooting. It was reported that ring still locks into place. Customer will return device for analysis

Manufacturer narrative:
Pump was received with broken half of reservoir tube lip.